Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# j0421584v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the patient fell on his device a couple of months prior to the report and following the fall, his device went to 0.0 amplitude by itself. The reporter stated that since the fall, the patient's therapy had never worked the same. It was noted that the health care professional (hcp) was aware of the fall and was working to get the patient's therapy reprogrammed. It was indicated that the patient's amplitude was set at 1.2v and was 1.8v at the time of the report but he could still just barely feel stimulation. The patient was ¿having to be catheterized 4 times a day¿. The patient had reportedly been seen by his hcp on (B)(6) 2013 and was scheduled for surgery on (B)(6) 2013. It was unclear if the surgery was related to the device. It was noted that the patient¿s device had not been tested and he had not had an x-ray to see lead wire placement. The reporter indicated that the patient was going to contact the hcp regarding having his device checked. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 3 weeks later, it was reported that an x-ray was done and the device and lead wires were checked and they were all intact. The patient had some reprogramming done but his current programs were not providing any symptom relief even after adjusting the amplitude back to 1.2v. The reporter indicated that the procedure the patient had on (B)(6) 2013 was a turp procedure and the patient's symptoms were better for a couple of days afterwards. Some adjustments were reportedly made prior to this procedure. It was unclear if any of the reprogramming had occurred after the procedure. However, now the patient had to self-catheterize 3-4 times a day. It was noted that "the last time", the patient got " a little" blood in the catheter. This was reportedly the first time it had happened. The reporter noted that this device had worked much better than his previous device, but therapy was not working like it used to after the fall.